Manufacturer narrative:
Initial.

Event description:
It was reported that during a supply change, insulin was observed leaking from the cartridge and chamber, and the user believed the cartridge had been overfilled; after guidance to load a new cartridge with a lower fill volume and replace the connector and tubing, the supply change was completed and insulin delivery was resumed without further leakage. Symptoms included no reported adverse clinical effects. Outcomes included successful restoration of insulin delivery with no medical intervention or hospitalization. Investigation included customer care agent troubleshooting and user education on cartridge fill volume, proper installation within the ilet, and replacement of the connector and tubing. Investigation of this case revealed leakage associated with an overfilled cartridge that resolved after using a less full cartridge and new infusion set components, consistent with a cartridge or connector leak during setup rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that user technique related to cartridge overfill was the likely cause.